Event description:
During a remote follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Lead damage is alleged but not confirmed. No intervention has been performed at this time. The patient was stable with no consequences.